Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in house testing, a search for similar complaints, and a review of labeling. Return material was not available. Conductivity and ph testing was performed using an in-house retained kit of concentrated wash buffer stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. The customer replaced the concentrated wash buffer with an alternate lot (62082fn03) which resolved the issue. The patient samples were rerun and the expected positive troponin and b-hcg results were obtained. Control values were also within range. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect i2000sr analyzer, list number 03m74, was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false negative high sense troponin and b-hcg results while using the architect i2000sr analyzer. The customer did not provide specific results data. They indicated that an initial negative result and a positive retest result, for both troponin and b-hcg assays were generated using the architect i2000sr analyzer. The total number of patients impacts was not provided. There was no impact to patient management reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred. However, no systemic issue or product deficiency was identified or the architect i2000sr analyzer, list number 03m74, was identified.